Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2016 with blood glucose of 587 mg/dl. Customer had symptom of vomiting. Customer was hospitalized due to high blood glucose. Customer was hospitalized for two days and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. It was reported that customer was taken off of insulin drip and connected to insulin pump and blood glucose began to rise. During troubleshooting, alarm history showed a no delivery alarm. After troubleshooting, it was found that insulin pump was working as designed.